Event description:
Edwards received notification of a pascal in mitral position where the implant was attempted but then aborted because the team was unable to get an acceptable result no matter where the device was placed. The physician expressed frustration with inability to achieve an acceptable result. It was unable to implant the device, but no harm was caused in the attempts. The physician called the clinical specialist the next day and expressed frustrations with the device and commented that he was underwhelmed with the system. The frustration was from the interaction of the device and calcium when in a closed position. The team continued to see mitral regurgitation (mr) through the device when closed which ultimately led to the decision to remove the device and not leave an implant. The overall procedure was aborted with no change in mr from baseline severe.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6 and h11. The complaint for implant not in optimal position after closure - decrease in regurgitation reduction was confirmed with objective evidence. No manufacturing non-conformities were identified from the investigation. There was no allegation of device malfunction reported. The imaging evaluation (ie) noted inaccurate view planes were used for grasping making it difficult to determine leaflet insertion. Per information from the edwards clinical specialist, there was an unavoidable chunk of calcium on the leaflet that did not allow the team to fully grasp and consequently, the implant was propped open due to the calcium. The team did not feel comfortable leaving the implant that way for concerns of leaflet slipping. Attempts to optimize seemed inhibited by calcium on the posterior leaflet and sub-valvular apparatus. As a result, imaging related factors and patient conditions likely contributed to the reported event. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified.